Event description:
A 3.0mm diameter by 12mm length s670 rapid exchange stent delivery system was inserted into the right coronary artery. It was not possible for the stent to cross to the severely calcified target lesion, therefore, the delivery system stent was pulled back from the lesion. During removal of the stent delivery system, the device was pulled back into the guide catheter causing it to dislodge from the stent delivery balloon. The undeployed stent was successfully snared from the descending aorta and removed from the pt. The target lesion was treated with angioplasty procedure. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. The physician did not follow the instructions for removal of an undeployed stent, when the stent delivery system was pulled into the guide catheter without coaxial alignment of the guide catheter.